Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
One opened trocar hub/cannula assembly was received. The returned sample was visually inspected and was found to be visually conforming. The final customer lot was identified. A device history record review was performed and the product released met manufacturer¿s acceptance criteria. The sample was found to be visually conforming. However, due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocar cannula leaked during vitrectomy procedures. The procedures were completed without harm to the patient. Additional information and a product sample have been requested. This is the second report of three for this user facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).